Event description:
It was reported that the patient was unable to inflate their implanted inflatable penile prosthesis (ipp). A revision procedure will be scheduled pending approval from insurance. No patient complications were reported. No further information is available at this time.